Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. Customer age and weight is unknown. The model number was not provided.

Event description:
The customer obtained a control reading of 207 mg/dl on a contour next one meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. During the troubleshooting, the customer ran another control test and obtained a reading of 137 mg/dl, which was properly marked as control test. No adverse event was alleged. The customer was advised to return the control solution for evaluation. Replacement meter, test strips and control solution were sent to the customer.